Manufacturer narrative:
The serial number of cobas 1 is (B)(6), the serial number of cobas 2 is (B)(6). The elecsys anti-tshr reagent lot number is 801930. The expiration date was requested but not provided. The field service engineer (fse) inspected cobas 1 and verified that it is performing according to specifications. The fse inspected the cobas 2 and cleaned the probe and liquid flow channel (lfc) based on precision check results. The precision check results improved after cleaning. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-tshr results from three patient samples tested on two cobas e411 rack analyzers (cobas 1 and cobas 2). The reporter stated that the analyzers' results would stray across the cutoff value, resulting in a positive result from the initial run and a negative result from the rerun. One patient sample with discrepant results was provided: the reporter was unable to provide the specific date for the event and only stated that the event was in the past. The initial result from cobas 1 was 2.2 iu/l. The repeat result from cobas 2 was 1.6 iu/l.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 contact office - manufacturing site and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the qc results; the qcs were within the specified ranges. The investigation determined that the event was consistent with the customer's frequent sample freeze/thaw cycles, which affected the concentration of the analyte, as well as the overall condition of cobas 2 (precision checks improved after liquid flow cleaning). A general reagent issue can be excluded.